Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she received blank display. The customer¿s blood glucose level was 134 mg/dl at the time of incident. The customer reported that her pump is not taking battery and it was dead. The customer also reported that the battery compartment and spring were corroded. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected alarm error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.